Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inventory information was not getting updated at the enterprise server from the station. A technical support specialist checked the device synchronization information status and found that uploads had stopped, for nearly two months, reviewed the database synchronization logs and identified that the device was stuck due to a manual recovery error, obtained customer approval to remote into the station, stopped the database synchronization and maintenance services and manually backed up the database, as the station was not encrypted. Applied manual recovery knowledge article (ka) - manual recovery required - datasyncinvaliduploadchangetrackingvalue and restarted database synchronization, however, the device entered another retry state, subsequently applied knowledge article (ka) - medes retry - query: insert into core.authenticationevent, which resolved the retry issue, and the device began uploading and downloading data at the current time. The customer was informed, and the issue was confirmed as resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es inventory was not getting synced into the server. Station inventory has been updated but it was not updated in server inventory. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.